Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: all available information was investigated, and the reported gripper actuation issue was not confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the griper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during device preparation, gripper actuation issues were observed with the gripper not in symmetry with the shaft. Troubleshooting attempts were made by unlocking/locking the clip and raising the grippers however without success. The device was not used. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.